Manufacturer narrative:
Investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the rga/iva results, it can be assumed that the device has failed due to loss of hermeticity. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
On (B)(6) 2017 the patient referred that sound was perceived as far. After that, the patient started to hear intermittently. The perception was better when pressing the coil. Approximately in (B)(6) the patient stopped hearing. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2017 the patient referred that sound was perceived as far. The perception was better when pressing the coil. Approximately in (B)(6) the patient stopped hearing. Re-implantation is considered.